Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was confirmed, as the braid's distal end was not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which eliminates these as potential causes. It is possible that damage to the braid contributed to the issue of failure to open. Damage to the braid can occur due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The surgeon suspected that the hydrophilic coating inside the microcatheter had been removed during use. The device with the coating issue was confirmed to be the phenom. The cause of the failure to open, fray, and coating issue was not determined. The pipeline was not placed in a vessel bend when it failed to open, and no additional steps or other devices such as resheathing, wire, catheter, or balloon were used in an attempt to open it.

Manufacturer narrative:
Updated: b5, d9, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that using the navien 5f and phenom27, the pipeline was delivered to the m1 segment of the middle cerebral artery. Upon deployment, it was found that the tip end of the stent had an abnormal shape. Despite repeated adjustments, including elongation and shortening, the stent could not be fully opened. The microcatheter and stent were withdrawn, and it was discovered that the tip end of the ped was frayed. Due to multiple manipulations, it was suspected that the hydrophilic coating inside the microcatheter had been damaged. A different microcatheter and flow-diverting stent were then used instead to complete the procedure. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved (on-label) indication. The tip end of the pipeline flow-diverting stent was frayed, and it did not adhere well to the vessel wall upon deployment. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing aneurysm stent implantation surgery for treatment of a saccular, unruptured posterior communicating artery aneurysm with a max diameter of 5.4 mm and a 4.5 mm neck diameter. The landing zone was 4.3 mm proximal and 4.8 mm distal. The access vessel was the right femoral artery with a diameter of 7mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Platelet reactivity units (pru) level was dual antiplatelet therapy for 3 days before surgery. There were no changes observed on post-procedure angiography. Ancillary devices include a 6f cook sheath, 5f navien guide catheter, phenom 27 microcatheter, sychro2 guidewire.